Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to having gastroparesis. Customer was throwing up blood. Caller reported that all of customer's pump supplies were taken to the hospital and some were lost including the serter. Caller reported that customer's blood glucose elevated to 500 mg/dl and insulin pump was removed due to treating customer with manual injections. Customer had diabetic ketoacidosis. Caller reported that insulin pump was working great and had nothing to do with hospitalization.